Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose was unknown. It was reported that the insulin pump was dropped and please replace with new battery was displayed, so the battery was replaced, but the screen was not turned on. The screen was not turned on even with another battery. The patient was told to substitute a pen for a while. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to shifted battery tube assembly. Unable to perform all functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.